Event description:
Wound burn allegedly caused by phacohandpiece maybe related to pt's movement necessitating quick removal of phaco handpiece that didn't allow tip to cool. Extra sutures used to seal the wound. Retrospectively-no problem with equipment. Looks like user error or pt movement.